Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (210 service code) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to contamination on the defib board pins. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.